Manufacturer narrative:
Concomitant medical products: 6931, lead, implanted: (B)(6) 2006; icl08jb, biotronik lead, implanted: (B)(6) 2006.

Event description:
It was reported that there was a right atrial (ra) lead alert for high impedance. It was noted the lead has a history of gradual increases in impedance. The lead remains in use. No patient complications have been reported as a result of this event.